Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown , seroma-late.

Event description:
Healthcare professional reported left side "intracapsular rupture","bilateral prepectoral breast implants with lobulated contours ","thickening of both fibrous capsules is observed, the left implant presents increased anteroposterior diameter, to be correlated with the inspection and clinical palpation of both breasts to assess the degree of capsular contracture.", and "moderate peri-implant fluid is observed." Device remains implanted